Event description:
During the procedure the gasket of this device dislodged. Reportedly, the pt experienced some blood loss, but requiring no medical or surgical intervention. The device was removed and replaced. The pt is reported as fine and the device is being returned.